Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unexpected losses of power on the controller which led to a stop of the ventricular assist device. The controller and batteries also exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller ac adapter was involved in power switching. The controller ac adapter was taken out of service.

Manufacturer narrative:
Additional products: d4: serial #: (B)(6). D10: yes, return date: 22-oct-2019. Dev rtn to MFR? Yes. D4: serial #: (B)(6). D10: yes, return date: 22-oct-2019. Dev rtn to MFR? Yes. D4: serial #: (B)(6). D10: yes, return date: 22-oct-2019. Dev rtn to MFR? Yes. D4: serial #: (B)(6). D10: yes, return date: 22-oct-2019. Dev rtn to MFR? Yes. D4: serial #: (B)(6). D10: yes, return date: 22-oct-2019. Dev rtn to MFR? Yes. D1: heartware ventricular assist system ¿ controller ac adapter. D4: model #: 1430de / catalog #: 1430de / expiration date: unk / serial#: (B)(6). UDI #: (B)(4). D10: yes, return date: 22-oct-2019. H3: no, device evaluation anticipated, but not yet. Begun dev rtn to MFR? Yes. H4: mfg date: 01-dec-2014. H5: no. H6: patient code(s): c76143. H6: device code(s): c63025. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller, five batteries, and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the batteries and controller ac adapter passed visual inspection and functional testing. Failure analysis revealed that the returned controller passed functional testing. Visual inspection of the controller revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the power port two (2) connector, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. The power port one (1) connector could not be analyzed since the plug containing the pins collapsed during failure analysis testing; as a result, each pin could not be independently extracted. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving the batteries within the analyzed period. Log file analysis also revealed two (2) controller power-up events on (B)(6) 2019 at 21:36:21 and on (B)(6) 2019 at 08:34:01, respectively. The data point logged prior to the first loss of power on (B)(6) 2019 revealed that a battery was connected to power port one (1) with 95% relative state of charge (rsoc) and a battery was connected to power port two (2) with 42% rsoc. The data point logged after the loss of power revealed that the same battery was connected to power port one (1) and the same battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 22 seconds. The data point logged prior to the second loss of power revealed that a battery was connected to power port one (1) with 25% rsoc and a battery was connected to power port two (2) with 94% rsoc. The data point logged after the loss of power revealed that the same battery was connected to power port one (1) and the same battery was connected to power port two (2). Momentary disconnections were observed leading up to the loss of power. The controller was without power for 8 seconds. As a result, the reported events were confirmed. A power source lubrication procedure was performed on the associated device(s) on (B)(6) 2018. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112.. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.